Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. A sentrant sheath was also used. The procedure was also focused on the revision of a previously implanted non mdt (afx) stent graft system. It was reported that percutaneous access was attempted but due to scar tissue from the first procedure access was difficult, the procedure then was converted to open repair. It was said it was challenging to place wires without entanglement inside the non mdt stent graft system. It was reported implanting the endurant iis stent graft system was uneventful and well placed. The procedure ran for 3.5 hours. The next day, unidentifiable post-operative bleeding occurred. The patient required an open exploratory surgery and also vacuum-assisted closure (vac) of the wound was needed. As per the physician the cause of the event could not be determined. The physician didn't suspect the sentrant or endurant devices played a role in causing the bleeding. However it was considered that the devices may have helped to hide the bleeding.  No additional clinical sequelae were provided and the patient is fine.